Manufacturer narrative:
Follow-up # 2 ¿ (10/14/2014). The lay user/patient¿s test strips been returned on 10/06/2014 and evaluated by lifescan product analysis on 10/10/2014 with the following findings: the test strips involved with this complaint failed testing. On performance testing with control solution, an error 4 was observed with no assignable cause found. On further investigation of the strips the reported error could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) USA and alleged their one touch verioiq gave an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began around the end of july 2014. The patient manages her diabetes with insulin (self-adjuster) and confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she felt symptoms of ¿anxiety¿ 5 minutes after the product issue began. The patient reported visiting her doctor¿s office around the (B)(6) on a wednesday at approximately 1pm. The patient reported her blood glucose was tested and an a1c test was performed at the time of the visit; however, she did not recall the results. The patient also reported she was given b12 injection. At the time of troubleshooting, the cca confirmed that the patient¿s technique for applying the blood to the test strip and for cleaning the puncture site was correct and that the sample was completely drawn in by the test strip. The alleged issue remained unresolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury the patient¿s symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (09/26/2014), the patient¿s meter has been returned on 9/9/2014 and evaluated by lifescan product analysis on 9/16/2014 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.